Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a recoverable error occurred on universal surgical manipulator (usm) 3 upon starting up. The customer disabled usm 3 and continue with the system setup. The caller was not sure if surgeon could use a three-arms configuration. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure could be completed with three arms. The issue took additional time added to the procedure and required an assistant scrub. The weight of the patient ranged from 115 to 152 kgs.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.